Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 156 mg/dl. The cannula did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. As treatment, the pod was removed, and a new pod was applied.

Manufacturer narrative:
Device received not deployed with the pink slide insert not visible in the viewing window. During the investigation, the ratchet gear was manually advanced and the cannula assembly successfully deployed. The download data indicates that the device ran 49 pulses and then was deactivated before running the second priming sequence. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.